Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was 188 mg/dl. The customer also reported they were stuck in the rewind sequence on the insulin pump. Customer also stated they were unable to troubleshoot at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer declined to return the product for analysis.